Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the past (B)(6) they went to the hospital with high blood glucose levels and ketones. The reporter could not recall the patient's blood glucose levels at the time, but indicated that they were pretty high. The patient was reportedly hospitalized for 3 days. The patient remained on the pump while in the hospital and was monitored closely. The patient was also given some injected insulin. The patient was discharged from the hospital and has remained on the pump. There is no additional information regarding the event. This report is being made based on the allegation that the patient was hospitalized while on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.